Event description:
It was reported that the user was unable to fully insert a prefilled pumpcart cartridge into the ilet pump during a supply change, despite rewinding and correct orientation, and after chamber inspection and a device restart with a dry run, the cartridge inserted successfully; the issue aligns with a fitting problem involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a fitting issue at the reservoir interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.